Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-07043. It was reported that the patient was experiencing discomfort at the ipg site after losing weight and one of the patient's leads had fractured. Surgical intervention was undertaken on (B)(6) 2023 in which the ipg was repositioned while the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.